Event description:
The customer stated that a pt was drawn in 2008, and an architect i2000sr troponin-I result of 1.278 ng/ml was generated. The pt was admitted to ICU and heparin therapy was started. The cardiologist questioned the result and the same sample was retested later in the day generating a result of <0.02 ng/ml. The pt was drawn at 2, 6 and 12 hours following admission and all results were <0.02 ng/ml. There is no report of any additional treatment given or any procedures performed. No pt injury was reported.

Manufacturer narrative:
No return material was requested because a review of existing quality data was sufficient to evaluate the issue. To investigate the customer issue, customer complaints received to-date were reviewed to determine if other customers have experienced this same issue. Review of this data did not identify any issues that would explain the customer's observation. The results of this investigation indicated that the architect stat troponin-I reagents are performing as intended. This is the final report.